Manufacturer narrative:
Concomitant medical products: product ID 3998 lot# (B)(4) serial#, implanted: (B)(6) 2005, product type lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 16-feb-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said they had another manufacturer's ins put in on (B)(6) 2019 after their ins "died". Pt said they called their doctor right away when ins died and they put the device in right away. Pt then mentioned when they implanted the new ins in 2019, they also told the pt that some of their wires had come loose.